Event description:
It was reported that the tip of a screwdriver broke in the patient during implant insertion; the tip was not able to be retrieved. The reporter stated the screwdriver had been in use for four years; the break occurred at the hex. Procedure was an acl reconstruction. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver (screw does not seat fully on driver) while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.